Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.103, shows an ifi=no condition. The reported allegation of ¿premature end of life (eol eos = yes)¿ was not duplicated in the pa lab. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
During a prophylactic replacement surgery on (B)(6) 2016, it was noted that a new m 106 generator was showing eos indicator. During the surgery, the company representative first interrogated the new m106 inside of its packaging, programmed the patient's initials into the generator, and did not note the generator to be at eos. The generator was later removed from the sterile packaging and connected to the patient's lead. The generator was interrogated and observed to be at eos within the surgical field. The problem was persistent even when the test resistor was connected to the generator. A system diagnostics was performed and device was re-interrogated but the eos indicator persisted. It was confirmed that electrocautery was not used in the sterile field after the generator was introduced, and that the torque screwdriver's metal part was not touched by the doctor during ratcheting of the lead pin. As the eos status did not resolve, a different generator was implanted for the patient instead. The suspect generator was received on 09/28/2016. Analysis is underway but has not been completed to date.